Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's batteries have not been lasting. Customer was assisted with troubleshooting for low battery. Customer's blood glucose level was unknown at the time of incident. During troubleshooting customer was advised to remove battery, re-insert battery, clear pump error, clear power loss alarm, update time and date, clear active insulin cleared alarm and complete reservoir and tubing process. Customer stated that they have done all these steps and that the issue was not resolved. Customer declined further troubleshooting stating that they have performed these troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.